Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the right eye on (B)(6) 2017. On (B)(6) 2017, the inlay was explanted to address inferior decentration (2 mm). Contributing factors include possible eye rubbing and poor endothelial cell pump.